Event description:
It was reported by the customer's mother that their insulin pump's battery cap was damaged. Advised customer would be sent battery cap to rule out other causes and to monitor device. Customer's blood glucose level was 142 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge